Event description:
It was reported that the customer's insulin pump had a button that was very slow to react. The customer stated that the button had to be pressed repeatedly to work. The customer did not recall any significant events leading to the keypad issue. The customer's blood glucose was 10.5 mmol/l. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to flattened dome switch. The button working properly. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked case at display window corner and scratched reservoir tube window.